Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10l-us is available in the USA with a 510k number k131855. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, our technician confirmed that the objective lens fluid damage, the segment steel braid broken, the light guide cable buckled, the lcb distal cover glass cracked, the air nozzle missing, the water nozzle missing, the distal body worn out, the down pulley wire worn out, the left pulley wire worn out, the insertion flexible tube lump/wave, and the light guide cable twisted; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (blackout).